Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic, and is captured withindeviation 1412.

Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed fracture and the implant was explanted.